Manufacturer narrative:
The section on contraindications in the instruction for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso in the left ventricle or valvular apparatus. The lasso is not recommended for use in the ventricles."

Event description:
Event occurred while advancing the catheter through the daig sheath to the pulmonary vein. The catheter tip dropped into the left ventricle, and got trapped in the chordea tendineae of the left atrium. The physician tried to remove the catheter by completely covering it with the sheath while performing echocardiography. The catheter was removed, however the catheter tip (between the ball tip and the 1st electrode) separated and that piece remained in the patient's chordea tendineae. Therefore a surgical procedure was performed. The catheter tip was completely removed. Patient condition had improved and is stable. Prognosis is satisfactory. The physician believed the case to be both procedure and product related.